Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code updated from f26 no health consequences or impact to f2303 medication required.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a follow up one (1) year transesophageal echocardiography a device related thrombus (drt) was noted. No further information was provided at the time of this report. It was further reported that the patient was placed on oral antithrombotic medication.

Event description:
Reported via clinical study: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a follow up one (1) year transesophageal echocardiography a device related thrombus (drt) was noted. No further information was provided at the time of this report.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a follow up one (1) year transesophageal echocardiography a device related thrombus (drt) was noted. No further information was provided at the time of this report. It was further reported that the patient was placed on oral antithrombotic medication.